Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective battery pack that was removed and replaced. The system was tested and found to be functioning as intended and was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.

Event description:
The ge oec 9800 fluoroscopy system displayed pre-charge error codes.